Event description:
It was reported that the patient experienced a loss of therapeutic effect. There was a return of symptoms the week prior and the patient had started going to the bathroom more often. Prior to the week before, the patient only had to use the bathroom 3 times a night. At the time however, the patient had to get up every hour on the hour to use the bathroom after sleeping for 4 hours. The reporter also indicated that the patient was not feeling stimulation on programs 1 and 2 and typically had stimulation between 1.4v and 1.5v. The patient's stimulation was increased to 1.9v and she was not able to feel stimulation. The patient's program as well as amplitude settings were changed 2 subsequent times and she still reported no stimulation sensation. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID: 3889-28, lot# va009bl, implanted: (B)(6) 2012, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer. (B)(4).